Event description:
On (B)(6)015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that he obtained a result of 39mg/dl on the subject meter which he felt was inaccurately high in comparison to a result of over 100 points difference obtained on a doctor's meter. The patient could not specify when the alleged inaccuracy occurred, but that the tests were performed within 30 minutes of each other. The patient manages his diabetes by self-adjusting his insulin doses and it is not known if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient stated that four to five hours after the alleged issue occurred he developed symptoms of sick to stomach and sweating; however, he denied receiving any treatment. The cca noted during troubleshooting that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.